Event description:
Hold for rh 1.11 the customer observed falsely elevated magnesium results generated on the architect c4000 processing module for two patients. The following data was provided: (B)(6) 2022 initial 2.725, repeats 0.827 0.836 0.849 mmol/l. (B)(6) 2022 initial 1.855, repeats 3.048 0.829 0.816 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service performed extensive troubleshooting in an attempt to resolve the issue. During that troubleshooting service observed the cuvette washer are overflowing. Service cleaned the cuvettes, exchanged the water bath and replaced the cc cuv dry tip. The c cuv dry tip was deemed the cause for the false elevated magnesium results. The module function was verified with a control run. There have been no additional issues of false elevated magnesium related to the cc cuv dry tip. Trending review did not identify any trends for the complaint issue. Labelling was reviewed which adequately addresses the current issue. Based on all reviewed data, we conclude that there is no product deficiency identified in this complaint.